Event description:
The customer reported that the system had a charger failure error and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.